Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The treatment was successfully completed. While they were removing the catheter, the anchoring balloon would not deflate. They used a guidewire to puncture the balloon through the port and were successful in deflating the balloon. They were then able to remove the catheter with no harm to the pt. There were no further complications, and the pt's condition was listed as "fine".

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.